Event description:
Related manufacturer report number: 3003306248-2021-05717, 3003306248-2021-05726. It was reported that the centrimag console showed an s3 system failure alarm while the patient was in a CT scanner. Initially, the alarm could be canceled but came back. Over time the alarm became more consistent, and the pump was changed to the backup. The pump did not stop and had no effect on the patient hemodynamics. The alarms resolved following the motor, console and flow probe exchange. The centrimag blood pump was still in use on the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion. The reported event of a s3 alarm was confirmed. The centrimag motor (serial#: (B)(6) was returned for analysis and a log file was downloaded for review from the returned and associated centrimag 2nd generation primary console. A review of the downloaded log file showed events spanning approximately 8 days (on (B)(6) 2021 per time stamp). Intermittently on (B)(6) 2021, ¿system alert: s3¿ activated following a ¿sf_lmc_motor_iic¿ sub-fault. These alarms were able to be muted and cleared. Pump speed and flow were not affected. The centrimag motor was returned for analysis to the service depot. The motor was tested with the returned and associated centrimag 2nd generation primary console, flow probe, and console to monitor cable and the reported event was able to be confirmed. The console and motor were run on independent loops and the console operated as intended, whereas the alarm occurred during the testing of the motor. After three days of operation, the s3 alarm was reproduced during testing of the motor. The motor was forwarded to product performance engineering (ppe) for further analysis. Upon further analysis with ppe, the motor was connected to a test centrimag system and mock loop. The s3 alarm was able to be reproduced after six hours of operation. The alarm was able to be muted but did not clear during testing. The motor cable was further investigated, and wire fatigue was noted along the i2c+/i2c- conductor. The wire fatigue was unable to be narrowed down to a particular portion of the cable due to the resistance intermittently decreasing when the motor cable was manipulated at any point, as well as if the motor cable was untouched. The root cause for the reported event was conclusively determined to be due to wire fatigue in the motor cable. Incidental findings: motor cable wire fatigue. The 2nd generation centrimag system operating manual, rev. L, section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual, rev. L, section 10 entitled "emergency and troubleshooting" states that "the recommended practice, whenever there is a 2nd generation centrimag primary console or motor malfunction, is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual, rev. L, table 13 entitled ¿console alarms & alerts¿ details the various alarms and alerts and the appropriate operator response. The device history records were reviewed for the centrimag motor (serial#: (B)(6) and the motor was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.